Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) on 2018-oct-08 indicating that they returned the component a while ago. However, it was never received for analysis so it is deemed as lost. There were no patient symptoms reported and no complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacture representative (rep) via a healthcare professional (hcp) regarding a patient with an implantable neurostimulator (ins) for spinal pain. The rep indicated that there was no patient issue. The lead was not implanted. During an impedance check all contacts were coming back as red and greater than 10,000. The hcp requested that a new lead be given for implant. An impedance check came back all green on both leads and were within normal limits less than 10,000. The cs observed visible presence of excess bleeding from the entry site. The lead would be sent back for testing. The issue was resolved. There were no patient symptoms reported and no complications reported.